Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the viperwire guide wire became detached. The wire fragment was unable to be removed and remained in the leg of the patient. No additional patient consequences have been reported. It was reported to csi that no additional information would be provided for this event.